Event description:
It was reported that the pt is bilaterally implanted. After implantation of concerned device on (B)(6) 2008, the pt continued to struggle with vertigo and dizziness. These symptoms continued for about half a year after implantation surgery. He was frequently in contact with his ent surgeon without any findings. The pt was diagnosed with meningitis at another hosp ((B)(6)). The pt is continuously monitored and undergoes various drug treatments, e.g. Cortisone.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.